Event description:
It was reported that the patient is experiencing a malfunctioning artificial urinary sphincter(aus). The pump remains flat and the cuff doesn't close although there is saline in the pressure regulating balloon. The doctors tried to reactivate the system per the manual but the device still does not work. The patient is requesting a revision. A patient outcome of stable was reported.